Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer, nor could magnet tones be obtained.